Event description:
Event verbatim [preferred term] customer push hard enough and she burst her blood vessels [haemorrhage]. Narrative: this is a spontaneous report received from a consumer or other non hcp, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (B)(4) by pfizer covid-19 & flu home test), device lot number: k10a110202243m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: haemorrhage (non-serious), outcome "unknown", described as "customer push hard enough and she burst her blood vessels". The reporter considered "customer push hard enough and she burst her blood vessels" associated to covid-19 and influenza ivd device. Causality for "customer push hard enough and she burst her blood vessels" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term]. The test itself will not run/the "ready" light will not blink [device information output issue], customer push hard enough and she burst her blood vessels in her hand [vascular rupture], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: 204185. A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110202243m8, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "the test itself will not run/the "ready" light will not blink"; vascular rupture (non-serious), outcome "unknown", described as "customer push hard enough and she burst her blood vessels in her hand". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "the test itself will not run/the "ready" light will not blink" and "customer push hard enough and she burst her blood vessels in her hand" associated to covid-19 and influenza ivd device. Causality for "the test itself will not run/the "ready" light will not blink" and "customer push hard enough and she burst her blood vessels in her hand" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: patient followed the instructions closely and accurately, but the test itself will not run. No matter how much pressure she put on the sample vial (enough pressure to burst blood vessels in her hand from pressing down), the "ready" light will not blink. She had been even pressed down with a textbook for adding weight distribution and she still got nothing. The test ended up giving an invalid result after waiting for 35 minutes. Product quality group provided investigational results on 14nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for failure to start for the covid and flu ivd test kit (lot number: k10a110202243m8, UDI: 3a4m1e4l) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the ready led was observed. The complaint of failure to start was present in the supplied photo(s) and/or video(s). Consequently, this complaint is confirmed. No root cause or CAPA were identified, as a root cause cannot be assigned without returned product. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110202243m8. No quality issues related to lot k10a110202243m8 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110202243m8 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, test start-up failure, was reported. An additional complaint issue of invalid after test was reported. This complaint issue is considered a cascading event. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (27sep2024): this is a follow-up report from a product quality group. Updated information: expiration date, serial number, lab test, device available for evaluation captured. Event verbatim was updated and was interpreted as 'vascular rupture'. No follow-up attempts are possible. Follow-up (14nov2024): this is a follow-up report for product quality group providing investigation results. No follow-up attempts are possible. Follow-up (21nov2024): this is a follow-up report from product quality group. Updated information: UDI number added, added additional event "device information output issue". No follow-up attempts are possible.

Event description:
Customer push hard enough and she burst her blood vessels in her hand [vascular rupture]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110202243m8, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: vascular rupture (non-serious), outcome "unknown", described as "customer push hard enough and she burst her blood vessels in her hand". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "customer push hard enough and she burst her blood vessels in her hand" associated to covid-19 and influenza ivd device. Causality for "customer push hard enough and she burst her blood vessels in her hand" (serious injury) was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: patient followed the instructions closely and accurately, but the test itself will not run. No matter how much pressure she put on the sample vial (enough pressure to burst blood vessels in her hand from pressing down), the "ready" light will not blink. She had been even pressed down with a textbook for adding weight distribution and she still got nothing. The test ended up giving an invalid result after waiting for 35 minutes. Product quality group provided investigational results on 14nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for failure to start for the covid and flu ivd test kit (lot number: k10a110202243m8, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformance's, lot trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the ready led was observed. The complaint of failure to start was present in the supplied photo(s) and/or video(s). Consequently, this complaint is confirmed. No root cause or CAPA were identified, as a root cause cannot be assigned without returned product. The final scope was determined to be limited to covid and flu ivd test kit lot: k10a110202243m8. No quality issues related to lot: k10a110202243m8 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot: k10a110202243m8 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, test start-up failure, was reported. An additional complaint issue of invalid after test was reported. This complaint issue is considered a cascading event. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (27sep2024): this is a follow-up report from a product quality group. Updated information: expiration date, serial number, lab test, device available for evaluation captured. Event verbatim was updated and was interpreted as 'vascular rupture'. No follow-up attempts are possible. Follow-up (14nov2024): this is a follow-up report for product quality group providing investigation results. No follow-up attempts are possible.

Event description:
[Preferred term] customer push hard enough and she burst her blood vessels in her hand [vascular rupture]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110202243m8, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: vascular rupture (non-serious), outcome "unknown", described as "customer push hard enough and she burst her blood vessels in her hand". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "customer push hard enough and she burst her blood vessels in her hand" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: patient followed the instructions closely and accurately, but the test itself will not run. No matter how much pressure she put on the sample vial (enough pressure to burst blood vessels in her hand from pressing down), the "ready" light will not blink. She had been even pressed down with a textbook for adding weight distribution and she still got nothing. The test ended up giving an invalid result after waiting for 35 minutes. No follow-up attempts are possible. Follow-up (27sep2024): this is a follow-up report from a product quality group. Updated information: expiration date, serial number, lab test, device available for evaluation captured. Event verbatim was updated and was interpreted as 'vascular rupture'. No follow-up attempts are possible.